Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failure was confirmed and replicated. During the power-on test, the c-34 error was found. Upon visual inspection, no issues were found that would be related to the reported event. The iesu will be returned to the original equipment manufacturer.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the c-00, m-11, c-34 and firing issues. The fse then replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the erbe generator gave error c-34, and the customer could not fire with the erbe generator. The customer used the system and completed 3 procedures. There had been the same error during the week. The customer had already attempted to change the cables, the instrument and restart the erbe generator, but the issue remained. Although the customer stated that they could still use the system for now, it is unknown at this time if the procedure was completed using the same generator. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was able to operate the erbe but could not use coagulation function. The surgeon could continue using the same dv system and completed all procedures from that day as planned. It is unknown if the error that they mentioned was related to something else like the ground pad, the cable or the instrument.